Event description:
Information was received that the physician has noticed an increase in pneumothorax and hemothorax since he started using the ptfe introducers. He said that the needle is longer. Additional information as received later that there were actually five incidents and that it was actually because the plastic on the introducer being more rigid rather than the needle.